Event description:
Follow up information reported that the cause of the event was unknown although it was noted that the patient was a ¿marathoner¿. It was also reported that high impedances (>4000 ohms) were measured on all electrodes. The implantable neurostimulator and lead were explanted and the patient had a stage 1 and stage 2 procedures. No hospitalization was required due to the event.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v445442, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient's current lead wire was fractured. The patient reportedly found out in (B)(6) 2012 that current lead was fractured. It was noted that the patient had to get her ovary taken out due to cancer concerns and that the patient had a "thing" on her leg. The healthcare provider (hcp) reportedly wanted to do an MRI on the patient's leg, and thought that the patient's leg issue "might be a pathological fracture secondary to a tumor." It was stated that the patient was getting a lead replaced. The patient's device reportedly "was not working," and the hcp turned the implantable neurostimulator (ins) off because it was "broken." It was later reported that the patient needed a full body pet scan for tibia bone and that there "could be tumor in the area." It was stated that the ins was still off and she still will be getting a replacement. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Product ID, 3093-28 lot# v445442, implanted: 2010 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).